Manufacturer narrative:
This particular unit was removed from use and sent to the MFR for eval. Analysis by the MFR indicated that there was a center drill chamfer on the .025 diameter hole on the foot support attachment boss. This feature was not specified on the drawing. The length of pull pin engagement was not long enough if there was a center drill chamfer on the mating component. The chamfer would give an axial load to the plunger which would disengage when traction was applied. The corrective action taken was to increase the length of the pull pin plunger for increased engagement to the foot support attachment boss and the center drill chamfer on the .025 diameter hole has also been eliminated. In addition, a red indicator has been added to the pull pin to visually indicate that the lock is fully engaged.

Event description:
The doctor put the pt's foot in the boot and then attached the boot to the traction assembly device. During surgery the boot became dislodged from the traction assembly and the pt's foot dropped. The surgical staff was able to replace the boot and no injury was reported. The doctor said that he thought he heard a click, but there is no way to verify that when the room is so loud.